Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1 - por (power on reset) for critical ram parity error, address=0c17, data=1a on (B)(6) 2010 15:36:43. 1 - patient alert for device circuit error on (B)(4) 2010 15:36:43.

Event description:
It was reported that a power on reset occured. The device was reprogrammed to clear the reset and reload firmware. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that a power on reset occured. The device was reprogrammed to clear the reset and reload firmware. The device remains in use. No patient complications were reported as a result of this event.